Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump. Indication for use was chronic low back pain and spinal pain. The date of the event was (B)(6) 2017. It was reported the patient followed up with their healthcare provider (hcp) on (B)(6) 2017 because her pump had failed and completely stopped on (B)(6) 2017. It was unknown why. The pump was still good for another eight months. On (B)(6) 2017 the patient had a real metallic taste in her mouth, smell and her mouth was really dry. The patient was concerned it was coming from the pump. The patient was to follow up with the hcp. A pump replacement surgery was planned. No further complications were reported.